Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Survey feedback: with respect to numerous failures as fractures of the accolade 1 stem. Both surgeons and relevant patients should be alerted of these potentially catastrophic failures. After 5-years of implantation, a patient should have a yearly x-ray. If the characteristic deformity of the implant is documented, stem revision needs to be advised before acute fracture of the stem ensues. Otherwise, the event may occur when the unsuspecting patient is oot or otherwise unprepared.